Event description:
Customer reports back to back testing on the same meter, while using the advantage system with results of 582 mg/dl and 139mg/dl. No quality controls were run. No adverse event reported. Customer doesn't have strips to return; a replacement was sent.